Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for ketones and high blood glucose of 337mg/dl. The customer stated that she changed the infusion set and reservoir three times during the day. The customer stated that she does not get bent or crimped cannulas. Troubleshooting was performed. The basal, time, bolus history and daily history appeared to be correct. Performed the high pressure test and the device passed the test. No further information was provided.